Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary, and bowel dysfunction. It was reported that a year ago, or maybe longer, they met with the representative who gave them some programs and set it, but the patient said they have had it off for a while because it was too high and they cut it off because it was causing pain in the urethra and, throbbing., they called their doctor, who said it was ok to turn it off, so they turned it off, and that resolved the pain issue, but then they got an infection after that because they were retaining urine again, and they kept getting infections from not getting their bladder emptied. So now, their infection is cleared, and they wanted to turn it back on and asked if medtronic knew what the setting was they were originally set on. Reviewed patient services does not keep records. Reviewed some interstim education information and recommended keeping a symptom diary to track results. Redirected to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause ofthe stimulation being too high was determined. The most likely cause was that it was reset by the manufacturer representative (rep) and it was too high and very unresponsive. Steps taken to resolve the issue were they turned it back on recently and had upped the setting only a little at a time. It was unknown if the issue had been resolved.